Event description:
Information was received indicating that immediately on use of a smiths medical cadd cassette reservoir, leakage was noted, and infusion had to be stopped immediately. No adverse effects were reported.